Event description:
An experienced emergency department (ed) nurse was attempting to start an intravenous line (IV) on a patient. She successfully inserted the IV and when she withdrew the needle into the safety mechanism, blood started to leak out around the catheter. She attempted unsuccessfully to stop the blood and the IV catheter ¿seemed to have a hole or leak in the catheter.¿